Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subsegmental pulmonary artery using ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra guide catheter and a non-penumbra sheath. During the procedure, the physician placed three ruby coils in the target vessel using the lantern. Next, while attempting to adjust the position of the lantern, the physician felt something was not right. Therefore, the physician decided to remove the lantern. Upon removal, it was noticed that the lantern was broken and unraveled from mid to distal shaft. It was reported that the lantern broke but remained connected by a thread. The procedure was completed using a new lantern, the same guide catheter, and the same sheath. There was no report of an adverse effect to the patient.